Event description:
Loose tibia component. Removed femoral, insert and baseplate and replaced with triathlon ts.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding baseplate loosening involving a duracon baseplate was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the baseplate became loose after 17 years of in-vivo service. The root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided. Further information, such as additional x-rays, operative notes, and clinical history, is needed.

Event description:
Loose tibia component. Removed femoral, insert and baseplate and replaced with triathlon ts.